Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly "after implantation the patient began reexperiencing discomfort in the area of her device. As symptoms persisted, additional diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood and/or urine. As a result, the patient was forced to have the device surgically removed."